Manufacturer narrative:
Additional manufacturer narrative: the DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
Bottom of shelf box was soaked in glutaraldehyde. Bottom of jar had cracks. Solution was observed inside jar. The device history record (DHR) review is in process. Device was not used. No patient involvement.

Event description:
The customer reported that he found the solution had leaked from the package when he checked the stock on (B)(4) 2013. The device was not used.

Manufacturer narrative:
Additional manufacturer narrative: the glutaraldehyde jar and packaging were returned and evaluated by engineering, who confirmed the jar was damaged and the glutaraldehyde solution had leaked out. Significant cracks were observed on the bottom of the jar, which were large enough to cause a separation at the base. No additional damage was observed to the jar. The lid of the jar was closed and the shrink wrap was intact. Most of the glutaraldehyde was still present inside the jar. The root cause of the observed damage on the glutaraldehyde jar was most likely due to improper handling. Previous lab tests conducted by engineering have demonstrated the bottom of the glut jar can crack if dropped on its base. There is no evidence to suggest any manufacturing non-conformities in the returned jars. Per preliminary packaging procedures, each jar undergoes a 100 percent visual inspection to ensure there are no leaks from the jar. A DHR review confirms that the jar passed all inspection points for product release. A review of the jar lot used to package the device found no non-conformances or scraps. Additionally, all receiving inspectors within the quality organization at edwards are also trained in proper handling and receiving procedures.